Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: lead anchor, model: 1192ans, UDI: (B)(4), batch: 6504802.

Event description:
Related manufacturer report number: 3006705815-2022-16797. It was reported that one of the patient's lead had migrated. It was noted that the patient did not lose effective therapy. As a result, the patient underwent surgical intervention on (B)(6) 2022 during which the lead was repositioned. During the procedure, it was noted that one anchor was fractured so that was explanted and replaced during the procedure.

Manufacturer narrative:
The reported event of a fracture against the returned swift-lock anchor a was confirmed. The event details stated that the tear in the overlay of anchor a was discovered when the lead revision was taking place for lead migration. There was no initial allegation made against the anchor prior to the lead revision due to lead migration procedure and this fracture (tear) in the silicone overlay is consistent with an overstress condition or sudden event the anchor was subject to while still in vivo.